Event description:
Alleged event: the surgeon successfully fired the capio device and upon pulling the capio handle out of the (B)(6), too much force may have been used and the suture snapped. The capio bullet needle end of the suture was lodged in the capio device cage. Based on additional information no debris or device parts fell into the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The manufacturer will continue to monitor and trend related events.